Event description:
It was reported that the patient got bacterial meningitis on (B)(6) 2009 because of that the pump had to be replaced on (B)(6) 2010. The pump system was delivering morphine. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).